Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with lightheadedness and syncope. Review of stored device memory revealed no stored episodes that correlated with the patient symptoms. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.